Manufacturer narrative:
(B)(4). A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
It was reported by dialysis patient that cycler alarmed with "make sure heater bag is on heater tray" during the fill 1. The patient canceled the treatment and removed the cassette. The patient found the fluid leaking from the cassette and the pumps were wet. Patient confirmed performing continuous ambulatory peritoneal dialysis in order to complete treatment. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that fluid leak did not result in any adverse events. The set may be available for investigation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection was performed and noticed a pin hole on the cassette film, no others issues were detected on tubing set. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification